Manufacturer narrative:
H3: device evaluation begun, but not yet completed.

Event description:
It was reported that the device is used in anesthesia circuits during cardiac surgery procedures. Prior to the procedure, the tethered monitoring port cap is detached in order to connect the monitoring line to the capnograph. Following the procedure the monitoring line is disconnected and the device's cap is replaced on its monitoring port; the patient is then moved to the recovery room. The recovery room staff has discovered several instances when the cap had become unintentinally detached after the circuit and patient arrived in the recovery room. No patient sequelae were reported.